Manufacturer narrative:
Patient's date of birth unavailable. (B)(4).

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv), a right atrial (ra) and a left ventricular (lv) lead due to infection. A spectranetics lead locking device (lld or ll ez) was inserted into the lv lead to provide a traction platform to aid in the lead''s extraction. Beginning with a spectranetics 12f glidelight laser sheath and then a 14f glidelight device, the lv lead was targeted for extraction. Progression was stalled in the superior vena cava (svc) region and the lv lead started falling apart, so the physician chose to attempt extraction of the ra lead at that time. This lead was successfully extracted with use of an lld ez and a cook medical one-tie for traction, along with the 14f glidelight device. The rv lead was then prepped with an lld ez and a cook medical one-tie for traction. A cook medical shorty device was used for vessel entry through the subclavian and into the innominate region. A 14f glidelight device was then used through the innominate area and half way down the svc and then met stalled progress. The physician then upsized to a 16f glidelight device, and was able to progress through the svc and reached the distal coil of the rv lead. While lasing twice over the distal coil, the patient's blood pressure dropped. Rescue efforts began immediately, including rescue balloon, pericardiocentesis, CPR, blood products and sternotomy. A perforation was discovered at the svc/ra junction and was successfully repaired. Another perforation was then discovered in the innominate vein, and at that time the patient was placed on pump. Another svc tear was then discovered approximately 4 hours later in the svc/innominate area. A subclavian injury was also discovered. During the svc repair, the lv lead was removed. The rv lead was found to be heavily scarred and the surgeon could not remove it. The rv lead was cut proximal to its distal coil. The philips representative present in the case stated that he suspects the physician did not attempt to unlock the lld from the rv lead prior to cutting it, so although it cannot be determined for certain, it is likely the lld which was within the rv lead was cut as well, and remained within the patient (please reference MDR 1721279-2021-00044 which conservatively reports the lld that may have been cut and capped within the rv lead and may have remained in the patient''s body, due to the potential for injury with recurrence). It was also reported that the patient did not survive coming off the pump. Additional information was received that the surgeon stated that the sternum saw could have contributed to the innominate injury. Although a cook medical shorty device was present within the area of the subclavian and into the innominate region, the 16f spectranetics glidelight laser sheath was present within the areas of injury and was the last device within use at the time the patient''s blood pressure dropped, therefore this report is being submitted. There is no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A4): on 08 apr 2021, philips japan informed postmarket surveillance that there was a discrepancy in field a4 from the reported complaint. In the initial MDR, the "lbs/kgs" field was inadvertently market "kg". This supplemental report is being submitted to correct this field to accurately document the patient''s weight, which is in "lbs".

Manufacturer narrative:
H6): added codes: 4755, 1802, and 4621.